Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). It was reported that they still have a bandage over the incision site, and this morning they noticed that it was lifted and there was blood everywhere. The patient said they placed another bandage on it earlier today. The patient doesn't recall if they might have bumped into something last night. The patient said they just checked the bandage and noticed liquid moving inside something and moving around. The patient also stated that she just today walked into a cabinet and might have hit the incision site.  The patient was redirected to their healthcare provider for medical direction.